Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side \ right side\ pain') in a 28-year-old female patient who had essure (batch no. 508201-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included hip arthropathy, hip surgery, menses irregular, cramp in lower abdomen, polycystic ovary, hot flashes, wisdom teeth removal, ovarian serous cystadenofibroma, paratubal cyst and endometrial polyp. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced emotional disorder ("hormonal changes describe: emotional/sensitive"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and emotional disorder had resolved and the weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, emotional disorder, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-approximately two coils are noted to be protruding into the endometrial cavity from the right tubal ostia and an approximately six coil are noted to protrude into the endometrial cavity from the left tubal ostia. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: as per pfs- result: total bilateral occlusion. Success- total bilateral occlusion, no spillage of contrast from either fallopian tube. As per mr- impression: I see no spillage of contrast from either fallopian tube. Most recent follow-up information incorporated above includes: on 30-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left side \ right side\ pain') in a (B)(6) female patient who had essure (batch no. 508201) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included hip arthropathy, hip surgery, menses irregular, cramp in lower abdomen, polycystic ovary, hot flashes, wisdom teeth removal, ovarian serous cystadenofibroma, paratubal cyst and endometrial polyp. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 17 days after insertion of essure. On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced emotional disorder ("hormonal changes describe: emotional/sensitive"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals and emotional disorder had resolved and the weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, emotional disorder, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-approximately two coils are noted to be protruding into the endometrial cavity from the right tubal ostia and an approximately six coil are noted to protrude into the endometrial cavity from the left tubal ostia. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: as per pfs- result: total bilateral occlusion. Success- total bilateral occlusion, no spillage of contrast from either fallopian tube. As per mr- impression: I see no spillage of contrast from either fallopian tube. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs+mr received: reporters were added. Aka names were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events; emotional/sensitive, nickel allergy,pelvic pain, weight gain, hair loss. Outcome was added. Lab test was added. Concomitant conditions & drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.